Event description:
It was reported that an arteriotomy closure of the heavily calcified common femoral artery was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. Reportedly, there was resistance while attempting to pull the plunger during step 3. The plunger was eventually removed; however, the footplate captured the anterior needle tip while the rest of the anterior needle body broke off and was captured within the device body. The device was removed from the anatomy without any further difficulty. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier- against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty retracting the plunger could not be tested due to the condition of the device. The needle tip separation was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle plunger was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.